Manufacturer narrative:
The issue has been re-evaluated with the result that this issue "eprom error on hl20" is not reportable. As the eprom error is part of the self test of the hl20, which is always performed prior to use (during startup of the device, and the eprom is not tested at any later point in time, it can be excluded that the error will occur during patient treatment. Additional based on the trend search analysis no complaint was found with the mentioned issue happened during patient treatment. All reported issues occurred prior to use.

Event description:
(B)(4).

Manufacturer narrative:
January 11, 2016 03:22 pm (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "the roller pump shows error message error message eeprom" this happened during priming. No known consequences to the patient. (B)(4).